Manufacturer narrative:
Analysis of the implantable neurostimulator (ins) found no anomaly. This ins passed all functional testing. The ins output was monitored for 100 hours at body temperature with no issues observed. The ins was recharged at body temperature and 1 cm spacing. There were 8 bars of coupling throughout the recharge and no recharge issues were observed. There was no difference between this ins and a known good ins in the coupling between the recharge head and ins at various spacings. According to the trace report taken from the ins, during the last six recharge sessions 5 to 7 minutes into the session, there were three records with 8 bars of coupling, two records with 6 bars of coupling, and one record with 2 bars of coupling. The interval between recharges was also tested at specific parameters and was within the expected results.

Event description:
Additional information received reported that the cause of the event was believed to be the implantable neurostimulator (ins) being too deep in the pocket or the ins would not communicate with the charging system. The patient had received a new charging system and that did not improve the recharging times. The patient¿s healthcare professional had measured the tissue to be 0.83 cm. The patient was upset that they were not able to recharge the ins effectively and they had not provided a percentage of pain relief recently. No explant had been formally scheduled.

Manufacturer narrative:
Correction: upon further review, device codes (B)(4) no longer apply to this report.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported the neurosurgeon confirmed that the repeated failures and premature depletion were not cause by patient error. Proper placement was verified by visual examination and diagnostic scan. The previously reported charging issues had also been uncomfortable for the patient as they had to stay in one position when charging. The patient had been feeling very depressed and even suicidal at times and very frustrated.

Event description:
It was reported that there was a coupling problem. The patient would start with 8 coupling bars and stay totally still but after a minute they would lose all coupling. The patient was sent a replacement antenna but the coupling issues persisted. The patient was also sent a replacement recharger. The patient was charging more often than they thought they should have to. The patient was recharging every other day for 2 to 4 hours per day and never able to get a full charge. The patient frequently had less than 2 coupling boxes when recharging. The patient was told they would have to recharge once a week for 1 hour. The patient had to press their antenna into their butt with their right hand. The patient had a bad shoulder. The patient still had pain on their left side because of how they had to position themselves for recharging. The patient¿s disappointment with their device and recharging was causing the patient increased depression. The patient was also experiencing intermittent stimulation. Impedance testing was done and an ultrasound was performed which confirmed that the patient¿s battery was 0.83 centimeters deep. This depth was within parameters and less than 1 centimeter. The physician thought that the battery was defective. The patient wanted their device changed out for a primary cell. The patient status was listed as alive with no injury at the time of the report. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Corrected information: if information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 37791, serial# unknown, product type: recharger. (B)(4).